Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on her insulin pump was not responding properly. Customer stated that she recently went swimming while wearing the insulin pump. Customer also stated that the insulin pump was cracked on the bottom near the reservoir compartment and on the right corner of the display screen. Blood glucose level was 237 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.